Event description:
The physician at the hospital provided a photo that showed the 3-spike disposable set tubing detached from the spike; it was reported that the spike came off the blood bag in the middle of a case after it was spiked and lifted onto a hanging hook. No patient harm.

Manufacturer narrative:
Follow up with the physician confirmed that the 3-spike disposable set involved in the incident was discarded at the hospital due to contamination, and the lot number is not available. A review of the photo provided indicates that the tubing detached from the spike, resulting in blood leaking from the set. As the lot number is not available, a review of the associated manufacturing batch records and library/retain sample is not possible. Without the ability to investigate the set, a root cause of the spike separation cannot be established. It was reported that although surgery was temporarily interrupted, there was no injury to the patient. All 3-spike disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. Additional testing has been performed to ensure that the leak test challenges the bond of the tubing to the spike. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
The physician at the hospital provided a photo that showed the 3-spike disposable set tubing detached from the spike; it was reported that the spike came off the blood bag in the middle of a case after it was spiked and lifted onto a hanging hook. No patient harm.

Manufacturer narrative:
Follow up with the physician confirmed that the 3-spike disposable set involved in the incident was discarded at the hospital due to contamination, and the lot number is not available. A review of the photo provided indicates that the tubing detached from the spike, resulting in blood leaking from the set. As the lot number is not available, a review of the associated manufacturing batch records and library/retain sample is not possible. Without the ability to investigate the set, a root cause of the spike separation cannot be established. It was reported that although surgery was temporarily interrupted, there was no injury to the patient. All 3-spike disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. Additional testing has been performed to ensure that the leak test challenges the bond of the tubing to the spike. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.